Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Event description:
The patients' right hip was revised due to pain. The surgeon noted the exeter stem was loose. The cup remained implanted.